Event description:
It was reported that the atrial lead impedance was greater than 9999 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4965 implantable pacing lead implanted 2003 (B)(6); (B)(4) implantable pulse generator (ipg) implanted 2007 (B)(6).